Manufacturer narrative:
A1- patient identifier: corrected from (B)(6) to (B)(6) . B5- describe event or problem: updated with additional information received. B6- relevant test / laboratory data: updated with additional information received. H3- device eval by manufacturer: the device was disposed therefore device analysis .could not be completed. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The reported event of conduction issues cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully implanted in a good position, with trace/mild leak. The valve had a severe waist. The coupler remained inside the mle in all provided series. This was most likely due to tension on the device as a result of the severely calcified patient anatomy.

Event description:
Reprise IV study it was reported that complete heart block, left bundle branch block (lbbb), bradycardia and intraventricular block occurred. The subject was enrolled into the bicuspid cohort of the reprise IV study in october 2019 and the index procedure was performed on the same day. The subject was not on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, subject was noted with complete heart block. The event was treated with medication and with transvenous pacing, which was placed during the procedure. One day post index procedure subject developed lbbb, bradycardia and intraventricular conduction block. For all three events diagnostics were performed. No actions were taken to treat the events. The next day, the subject was discharged home on aspirin and clopidogrel with a holter cardiac monitor for thirty-day monitoring. In (B)(6) 2019, 20 days post index procedure, the subject presented for elective pacemaker implantation. The subject was noted to have second degree heart block. On the same day, the subject was hospitalized. The event was treated with the placement of a non boston scientific left-sided permanent transvenous dual chamber pacemaker successfully. On the same day, the events were considered to be resolved. Twenty one days post index procedure, the event of complete heart block was considered to be resolved. It was further reported that the in october 2019, seven (7) days post hospital discharge, the subject developed mobitz ii av block, the subject was hospitalized for further review.

Event description:
Reprise IV study it was reported that complete heart block, left bundle branch block (lbbb), bradycardia and intraventricular block occurred. The subject was enrolled into the bicuspid cohort of the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. The subject was not on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, subject was noted with complete heart block. The event was treated with medication and with transvenous pacing, which was placed during the procedure. One day post index procedure subject developed lbbb, bradycardia and intraventricular conduction block. For all three events diagnostics were performed. No actions were taken to treat the events. The next day, the subject was discharged home on aspirin and clopidogrel with a holter cardiac monitor for thirty-day monitoring. In (B)(6) 2019, 20 days post index procedure, the subject presented for elective pacemaker implantation. The subject was noted to have second degree heart block. On the same day, the subject was hospitalized. The event was treated with the placement of a non boston scientific left-sided permanent transvenous dual chamber pacemaker successfully. On the same day, the events were considered to be resolved. Twenty one days post index procedure, the event of complete heart block was considered to be resolved. It was further reported that the in october 2019, seven (7) days post hospital discharge, the patient developed mobitz ii av block, the subject was hospitalized for further review. It was further reported that on the same day as the index procedure, post procedure, the patient developed transient conduction block. On the same day, the complete heart block was considered to be recovered.

Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant test/laboratory data - updated. H3- device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The reported event of conduction issues cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully implanted in a good position, with trace/mild leak. The valve had a severe waist. The coupler remained inside the mle in all provided series. This was most likely due to tension on the device as a result of the severely calcified patient anatomy.

Event description:
(B)(6) study it was reported that complete heart block, left bundle branch block (lbbb), bradycardia and intraventricular block occurred. The subject was enrolled into the bicuspid cohort of the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. The subject was not on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, subject was noted with complete heart block. The event was treated with medication and with transvenous pacing, which was placed during the procedure. One day post index procedure subject developed lbbb, bradycardia and intraventricular conduction block. For all three events diagnostics were performed. No actions were taken to treat the events. The next day, the subject was discharged home on aspirin and clopidogrel with a holter cardiac monitor for thirty-day monitoring. In (B)(6) 2019, 20 days post index procedure, the subject presented for elective pacemaker implantation. The subject was noted to have second degree heart block. On the same day, the subject was hospitalized. The event was treated with the placement of a non boston scientific left-sided permanent transvenous dual chamber pacemaker successfully. On the same day, the events were considered to be resolved. Twenty one days post index procedure, the event of complete heart block was considered to be resolved.